Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the implantable pulse generator (ipg) it was not possible to fix the lead in the header with the screw. The device was not used and the lead was connected to another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the right ventricular (rv) connector. The returned device indicated the rv grommet was damaged. The returned device indicated foreign material on rv set screw. The returned device indicated a rv set screw with a rounded socket. The returned device indicated the rv set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.